Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter occurred before use with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter, "it was reported that black embedded particulate was discovered in the barrel of the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter, "it was reported that black embedded particulate was discovered in the barrel of the syringe."